Event description:
It was reported that while in use on a patient, the ventilator's circuit disconnect, severe occlusion, and apnea alarms were noted. The patient was removed from the ventilator and placed on an alternate ventilator without any reported harm. The customer could not duplicate the circuit disconnect, severe occlusion, or apnea alarms. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended running the unit on a test lung for 24 hours. The user facility reported to not have duplicated the reported alarms.